Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the techs are having a difficult time hand injecting the contrast through the needle free connector. They are able to inject a small amount of contrast and then everything just stops could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000e. Batch/ lot #: unknown. The techs are having a hard time hand injecting. They hand inject a little bit of contrast then everything just stops and it doesn't let them inject any more into the vein before they let the auto injector do it's thing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000e, batch/ lot #: unknown. The techs are having a hard time hand injecting. They hand inject a little bit of contrast then everything just stops and it doesn't let them inject any more into the vein before they let the auto injector do it's thing.